Manufacturer narrative:
Results: bd received actual sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for a crack in the serum tube wall with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: root cause is indeterminate for this defect. The tube wouldn't have collected blood with crack present during blood drawing procedure, but the tube was full of blood. The crack most likely occurred after draw. Due to the severity and occurrence of the reported condition there will be not be a CAPA opened at this time. The indicated lot # and reported condition will be tracked and trended.

Event description:
It was reported that a crack was found in a bd vacutainer® brand sst ii tubes containing silica and gel 8.5ml with a bd hemogard¿ closure. No serious injury, blood to mucous membrane exposure or medical intervention was reported.